Event description:
The pt is a 43-yr-old woman who had bilateral breast augmentation in 1981, using silicone gel filled breast implants. In 1985, she developed fatigue. In 1989, she developed right breast swelling which would come and go and joint aches. After workup by rheumatologist, the diagnosis related was a silicone related disorder. In 3/94, she also developed right-sided facial rash which also extended to the right upper extremity, neck, chest, and back. Headaches and fatigue have continued to the present time. In addition, the pt also had dizzy spells. On physical examination, she also has a class iii contracture on the right and a class ii on the left. Because of contracture with significant pain on the right side and systemic symptoms that may be related to her implants, removal is medically necessary. Capsulectomy is also necessary because the capsule contains silicone which the pt may be reacting to.